Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B.5 describe event or problem: it was reported that while using bd vacutainer® serum blood collection tube that there was foreign matter in the tube and insufficient clot activator additive. The following information was provided by the initial reporter: "customer states interior of tube is discolored and sample did not clot properly." H.6. Investigation summary: bd had not received samples, but 8 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor clot formation and foreign matter (fm)was observed. Additionally, 30 retention samples from bd inventory were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of september 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor clot formation and fm based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd vacutainer® serum blood collection tube that there was foreign matter in the tube and insufficient clot activator additive. The following information was provided by the initial reporter: "customer states interior of tube is discolored and sample did not clot properly."

Event description:
It was reported that while using bd vacutainer® serum blood collection tube that there was foreign matter in the tube and poor clot formation. The following information was provided by the initial reporter: customer states interior of tube is discolored and sample did not clot properly.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.